Event description:
The manufacturer received information alleging a patient expired while using a trilogy ventilator. There was no allegation of device malfunction. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if any malfunction occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient expired while the ventilator was in use. The device was returned to the manufacturer's service center and the customer's complaint could not be duplicated. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The device was found to operate and alarm as designed. The manufacturer concludes the device did not cause or contribute to the reported event.